Event description:
Hospital's original notification was a phone call to co on tuesday, 10/11/94. At that time hospital had already identified two pts who had retained pieces of wire in their hearts from this device. The response from co was minimal. At that time hosp raised questions about the potential risk to pts as well as the necessity of notifying and recalling the almost 300 pts in whom hosp has used this product for the purpose of identifying additional retained wires. Hosp did not receive any answers to these questions. On friday, 10/14/94, hosp called co to report a third case and also notified the FDA. Hosp again asked the same questions and received no information. Hospital was left with the difficult task off explaining to three pts and their families that a piece of wire remained in their hearts. Finally, on monday, 10/17/94, hosp was informed that a team from co would visit on tuesday. This team consisted of the co's medical director and three engineers. Reviewed the broken wires and cardiac catherization films on 10/18/94 and an immediate nationwide recall was instituted. At that time the representatives of co agreed to provide information to give to pts about the risks of this retained wire. In addition, co promised to identify the appropriate diagnostic test for the approximately 300 pts in whom hosp has used this device and who also may be retaining pieces of wire. Co has not complied with this obligation. Since hosp has no way of knowing whether the wire has caused any of the deaths that have occurred in pts with this device, hosp believes it has been placed in an extremely dificult situation in regard to this issue. It is hosp's belief that pts in every hosp where this device has been utilized are subject to the same risk. It is hosp's belief that co, as of tuesday, 10/11/94, should have requested other hosps using this device to begin reviewing catheterization films to determine the presence or abscence of retained wire. Although co representatives phone hosp late tuesday afternoon to notify of the recall, hosp did not receive written notification. On wednesday, hosp called to request this notification and were informed that it was not yet available. Twentyfour hrs later, representatives again called and were informed that hosps that had requested a letter had received one. Hosp then requested this document, which was faxed to us. Upon review of the document an even greater concern arose in regard to co's description of the events. While the recall is due to one hosp's reports, it is quite clear by the nature of the problem, that other customers may be experiencing similar effects which will be identifiied only if they are made aware of what to look for. In addition, the letter describes the "potential" for the tip to break off. It is quite clear to hosp that it has three pts with tips in their bodies who are expriencing more than a "potential". Also the letter does not describe the fact that three pts are involved.